Event description:
It was reported that the speedscrew screw broke during use. The implant snare failed to shuttle the suture inside the anchor handle. The screw was then removed from the patient and another used in its place. There was no significant delay or patient injury reported.

Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was returned for evaluation. It was reported that implant snare failed to shuttle the suture inside the anchor handle. There was no relationship found between the device and the reported incident. Visual evaluation shows a non-deployed device. Device returned shows a bent shaft. No clinical suture was available. During functional evaluation the activation knob could be easily turned. The function switch could be pressed down and moved forward. The device was deployed during functional test and the anchor was released defective out of plug guide due to damaged shaft. The complaint was not confirmed. The root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture loading. (2) excessive force. Incorrect suture loading and excessive force can result in device failure. The instruction for use ("IFU") provided with the device contains instructions, warnings and precautionary statements in regards of using the device. The IFU states: (1) do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. (2) loading the suture from the side opposite the open slot on the suture support shaft will result in a non-functional implant. (3) do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Correction in: initial reporter health professional: yes. Initial reporter occupation: physician. PMA/510k: no. Date rec¿d by MFR: health professional marked and company representative should be blank.

Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the screw broke upon insertion. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect alignment during insertion. Incorrect alignment during device insertion can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.